Event description:
It is reported that the u-blade inserter has run idle because the grip force of it was insufficient, so the u-blade stopped short of the final position. The surgeon stopped to use the u-blade inserter and inserted u-blade by hand (with using hammer). No adverse consequences reported.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.